Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise and oversensing with pacing inhibition. A new rv lead was successfully implanted. No additional adverse patient effects were reported.